Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that there was a "no disposable alarm" and an unresolved residual volume of 28.4ml while using a smiths medical cadd cassette reservoir. There was no reported adverse event.